Event description:
According to the reporter, pacing stopped on a pt after approx 30 minutes with no alarms. Pt outcome is unknown.

Manufacturer narrative:
In an evaluation of the device by physio-control, a complete functional test was performed and proper operation was observed. The device was returned to the customer for use.